Manufacturer narrative:
(B)(4). Upon further investigation it was determined that the patient did not experience a peritonitis event. Therefore the baxter peritoneal dialysis disposable products are no longer considered a suspect product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the cloudy effluent was unknown. The patient was treated penacline (route, dose, frequency and duration not reported). At the time of this report, the treatment had been ongoing for approximately one month and the patient was recovering from the event. Peritoneal dialysis therapy was ongoing. No additional information is available.